Event description:
An endeavor sprint drug eluting stent was implanted in the lad during the index procedure. It is reported that approximately 14 months post index procedure the patient suffered a gastrointestinal (gi) bleed. The patient received a blood transfusion. Investigator has indicated that the event was not related to the study stent. It is reported that the patient was discharged to another facility.

Manufacturer narrative:
Results: inherent risk of procedure - (haemorrhage). Conclusions: inherent risk of procedure - (haemorrhage). (B)(4).